Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. A revision was performed to reposition the lead. Recently, the patient experienced pain when pacing. A perforation was suspected. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. A revision was performed to reposition the lead. Recently, the patient experienced pain when pacing. A perforation was suspected. The lead remains in service. No additional adverse patient effects were reported.